Event description:
Note: the event occurred in 2001 (actual date is unk). The following info was ascertained from a journal article: strainer, l. Et al (2007) "self expanding metallic stents in benign postoperative biliary strictures: a difficult surgical obstacle?" Hepato-gastroenterology. A boston scientific corporation product (wallstent biliary stent, model unk) was used during a stent placement procedure in a female pt (weight unk) in the same month. According to the article, the pt had sustained bile duct stricture during a laparoscopic cholecystectomy (procedure date unk). The pt presented with a biliary fistula (date unk) and after 2 weeks (july 201; exact date unk) the physician implanted a wallstent biliary stent (model unk). The pt experienced jaundice (date and duration unk). The pt received "numerous plastic endoprostheses [es] into [the stent]" (dates and products unk) as an "intermediate treatment....surgical removal [right hemihepatectomy] was attempted after the stent had been in the pt 30 months post implantation, and...extraction required excision and reconstruction of the main biliary convergence because the stent was 'so intimately incorporated into the biliary wall." According to the article, the pt had "no symptoms" at follow-up (date unk).

Manufacturer narrative:
The product is unk; therefore a device history record (DHR) review, similar complaint search, and complaint trend report review are not possible. The suspect device was not returned for evaluation; therefore, the relationship between the event and the device is undetermined. This device was used off label: the wallstent biliary stent is contraindicated for treatment of benign biliary strictures.